Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7077920 / 7078556.

Event description:
It was reported that patient was not able to get adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure where all devices were removed. The explanted devices were discarded by the medical facility.